Event description:
The dealer states the left motor is grinding and it doesn't catch when he stops so the chair will sway to the right. In home use, 1-12 months. Customer is not using the chair he has a back up chair. No additional information.